Manufacturer narrative:
The device is not available for evaluation as it remains implanted in the patient. Per the instructions for use (IFU), hypotension and arrhythmias are known potential adverse events associated with balloon valvuloplasty, the use of local and/or general anesthesia, aortic valve replacement and the overall tavr procedure. Peri-procedural ventricular arrhythmias can be associated with patient and procedural factors such as poor ventricular function, inadequate coronary perfusion, hypovolemia, annular rupture/ aortic dissection, tamponade, wire and catheter manipulation and burst pacing. During the ta procedure, ventricular arrhythmias can also be associated with apical access and/or significant bleeding from the access site. These patients can be non-operative or high risk, have complex medical histories and multiple co-morbidities. They are routinely administered multiple vasoactive drugs during the procedure and are intentionally made hypotensive, utilizing rapid ventricular pacing, to facilitate accurate valve deployment. As a result of these factors, intra-operative arrhythmias and hypotension are very common and are treated with standard therapies, including additional vasoactive drugs or electrical conversion. It is also not uncommon to initiate brief chest compressions or cardiac massage to facilitate distribution of these vasoactive drugs. If these standard maneuvers are not adequate, initiation of cardiopulmonary bypass (cpb), insertion of iabp, and/or conversion to open surgery may be required. Physicians are extensively trained by edwards before they are qualified to use the transcatheter heart valve (thv). Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures. As a precaution, the thv training manuals instruct the operator to 1) minimize the number and duration of rapid burst pacing episodes, and 2) allow sufficient hemodynamic recovery before initiating another episode of rapid pacing. The cause of the reported hypotension in this case cannot be confirmed; however patient factors (high risk fragile condition, significant cad, possible volume loss due to bleeding from the apical access site) and procedural factors (anesthesia, procedural medications, and rapid pacing during valve deployment) may have caused or contributed to the event. Although the cause of the vf cannot be confirmed, it is possible that bleeding from the apical access site, little to no cardiac function due to the hypotension, and the patient¿s history of arrhythmia may have contributed to the event. Of note, two punctures were made to the apex because the initial angle of the guidewire was unsatisfactory. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
As reported by the edwards field clinical specialist, during a transapical tavr procedure the patient became hypotensive when rapid ventricular pacing (rvp) was initiated for valve deployment. Bleeding at the apical access site and ventricular fibrillation (vf) requiring defibrillation were also noted. The patient¿s apex was noted to be thin on CT. There was difficulty advancing the guidewire across the native aortic annulus due to the guidewire¿s trajectory, which kept positioning it in the left atrium. The guidewire was removed and the physician re-punctured the apex at a new angle, after which the guidewire easily crossed the native aortic annulus. Balloon aortic valvuloplasty (bav) was performed with the 20x3 edwards balloon with rapid pacing at a rate of 180bpm and the patient¿s blood pressure (bp) normalized following the discontinuation of rapid pacing. The 26mm sapien valve was positioned across the native aortic annulus and an angiogram was performed with rapid pacing at 180bpm. Upon termination of rapid pacing the patient was hypotensive. The medical team thought that it was possible that there was bleeding from the apex and that the hypotension was possibly from volume loss. Blood was hung, pressors were started and epi was given. An intraaortic balloon pump (iabp) was inserted and the patient became severely hypotensive. The sapien valve was pulled back into the left ventricle. It was noted on tee that there was little to no cardiac motion. Cardiopulmonary resuscitation (CPR) was started and the patient¿s bp rebounded to 250mmhg. Pressors were then turned off and slowly the patient¿s bp normalized. The sapien valve was advanced and implanted with rvp at a rate of 180bpm. The patient again became severely hypotensive and quickly degraded to ventricular fibrillation (vf). The patient was defibrillated six times and then became asystolic. Pacing was initiated, the iabp was resumed and there was rebound hypertension. Tee assessment of the valve once the bp was normalized showed trace paravalvular leak (pvl). The apex was successfully closed and the patient was transferred to the intensive care unit (ICU) in stable condition.